Event description:
User reported humidifier cartridge overfill without device alarm. Water was delivered to the pt airway (less than 2 cc). Pt removed from device and placed on back-up device. Pt was not harmed by event.